Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed, 12x4mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, the shaft fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. The hypotube, distal shaft, balloon and tip were microscopically and tactile inspected. Inspection revealed the hypotube broken at 69 cm from the strain relief, kinks in the hypotube located 33.5 cm, 63 cm and 71 cm from the strain relief. The fracture faces of the hypotube were ovalized, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed, 12x4mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, the shaft fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.